Event description:
The hosp reported that in response to the pt's falling heart rate the defibrillator was connected to the pt for the purpose of providing external pacing. The defibrillator displayed error 30001, pacer failure. They disconnected the defibrillator and replaced it with another that was readily available. There was no adverse effect to the pt from the delay in switching defibs. The pt was later transferred to the ICU; the nurse did not know the pt's final outcome.

Manufacturer narrative:
This followup report provides the pt ID info in section a which was rec'd from the hosp on 9/4/97.